Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the software installed during the service call.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.